Manufacturer narrative:
There are safety mechanisms within the device that prevent the over delivery of insulin. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin. A leak was observed on the unexposed portion of the cannula. This leak caused fluid to accumulate inside of the device. The damaged cannula is confirmed to have caused a struggle to deliver insulin. Cracks were found on the outer housing. It could not be determined when or how these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose decreased to 3.8 mmol/l (68.4 mg/dl). The pod was worn on the patient's leg for between 24 and 36 hours. As treatment, a new pod was applied.